Manufacturer narrative:
Event date correction. Analysis of the implantable catheter (B)(4) identified a slice/cut on the catheter body which is consistent with explant damage. The catheter was returned in segments and found to be patent. A leak was identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient who was receiving 2000mcg/ml gablofen at 1,127mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient reported around (B)(6) 2017 their spasticity would get horrible whenever they did any activity, whether they were working out at the gym or paragliding. The patient also reported that they would get really irritable and itch like crazy like they had bugs crawling on them. There were no environmental/external/patient factors that may have led or contributed to the issue. There was an attempt to access the catheter access port on (B)(6) 2017 in clinic and they were only able to withdraw 1 ml of fluid. No further tests were done. A neurosurgeon explanted entire legacy catheter and replaced it with an ascenda catheter. Upon exposing the pump pocket site, the neurosurgeon visualized a tear, at the juncture of the opaque distal segment of sheath (below the connector) which terminated over the catheter. The pump was restarted at 500 mcg/day, decreased from 1,127 mcg/day. When the pump was disconnected from the catheter, a bolus was programmed into the pump and fluid was visualized exiting from the pump port. The patient was also taking seroquel, wellbutrin, bystolic, effexor, tylenol, baclofen oral (when needed), valium (when needed), neurontin, norco, relistor injection, movantik, zofran injection, zofran oral, trileptal, miralax, milk of magnesium, senna, zanaflex, tigan, and oxycodone. The patient had a medical history of urinary tract history, traumatic brain injury, spinal cord injury, sleep apnea, neuropathy, neck injury, depression, and anxiety. No further complications were anticipated/reported.